Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the back of the header was cut off. Microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing. (B)(4).

Event description:
It was reported that during a change out procedure for normal battery depletion, the physician was able to loosen the setscrew however the right ventricular (rv) lead would not come out of the header. The physician elected to cut apart the header to remove lead. The rv lead was successfully removed without damage and remains implanted with the new device. This pacemaker was explanted as planned. No adverse patient effects were reported.